Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were treated by emergency medical services as they had low blood glucose level. Customer¿s blood glucose level was 24 mg/dl, at the time of incidence. Customer reported that they treated with glucagon and food . Customer reported that the insulin pump delivered large amount of insulin over night to them and they had low blood glucose level. Customer declined to troubleshoot for low blood glucose level. It was unknown if the customer was using auto mode at the time of event. The insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. No over delivery anomaly or under delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device had intermittent button response on the esc button due to flattened dome switch. No button error alarm noted. During visual inspection, the keypad connector on the lcd board was found locked properly. Device uploaded properly using care link. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. The over delivery anomaly was not specified in the customer notes. Unable to verify over delivery anomaly. However, from analyzing the daily insulin total usage a week prior to the event date, there was no anomaly noted. The daily insulin totals were between 66 unit to 73 units with the exception on (B)(6) 2020 was only basal delivery. There was no obvious increase of insulin used.